Event description:
A size 10 secur-fit stem subsided and the femur was fractured 6 wks after primary surgery. The surgeon removed the stem and 32m biolox head and revised to a size 10 restoration ha 205mm stem and another 32mm biolox head. (Left hip).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, will be submitted in a supplemental report.